Event description:
A medtronic representative reported that a registered nurse (rn) called for technical support prior to a cranial procedure. The rn stated that the navigation system staff cart and surgeon monitors were both black. Re-booting did not resolve the issue. The site was instructed to remove the front panel and bypass the video splitter which enabled them to get power to the monitors. Once in navigation, an error message, localizer not connected, was received. The surgeon opted to discontinue navigation and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement power supply shipped to site (B)(4) 2014. Medtronic investigation of returned suspect power supply finds that, as returned, the 9 vac connector had a broken tab and was pushed into the housing. This connector had no output. Also, the +9 vdc and +5 vdc connectors had no output either. Only the 28 vdc and +12 vdc connectors had the correct output. There was no other obvious damage to the power supply. Electrical failure, no power, directly caused the event.